Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a15/e15 alarm due to blank display.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 220mg/dl at the time of incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.